Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 10 months after the primary surgery, the surgeon performed a washout and revised the head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 6 may 2024 lot 2306135: (B)(4) items manufactured and released on 03-apr-2023. Expiration date: 2028-mar-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.